Event description:
It was reported that, during device prep, the balloon of a swan ganz catheter could not deflate. There were no patient injuries reported. Further information is not available.

Manufacturer narrative:
Additional product codes are: dyg, dqe, kra. Multiple attempts were made for additional information and to secure the return of the device. However, the customer has not responded nor sent the device back for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. However, an investigation will be initiated to assess for any manufacturing related processes which could be correlated to the lot number. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. The complaint affected product was not returned for evaluation; therefore, a product non-conformance or device failure could not be confirmed. A device history record review was completed and documented that the device met all specifications upon distribution. Based on the available information, there is no evidence that supports or confirms the failure mode being evaluated to be associated to a manufacturing/design defect. As part of the manufacturing process, 100% of the manufactured units go through a balloon inflation process inspection.